Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of clip test to be related the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The instrument was found to have a bent grip. As a result the instrument failed to release the clip onto the test tubing as expected. The root cause was attributed to the mishandling. Additionally, the clip applier instrument was found with one grip severely bent. The damage was found at the distal end. As a result, the instrument failed the clip test. The root cause of bent-severely instrument grips -tips is typically attributed to the mishandling, such as excess force applied to the instruments jaws. A review of the instrument log for the instrument associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) with 22 uses remaining. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a bent grip at the distal end. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that, the instrument quit clipping. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.